Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product not returned for evaluation. Additional information has been requested. Device code is addressed in package insert. A medwatch 3500a report has been received from the user facility and is attached. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00077.

Event description:
Revised due to loosening.